Event description:
It was reported that the patient presented to the emergency room after hearing a lead integrity alert due to high right ventricular lead impedance measurements. There were also episodes of noise with elevated sensing integrity count. Follow up confirmed that the patient's device had a loose set screw. During a revision procedure, the setscrew was adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5569 implantable pacing lead: (B)(6) 2009. (B)(4).